Event description:
It was reported that the patient presented to the emergency room (ER) due to no capture on the right ventricular lead. Over the next three days, the threshold increased. The lead was capped and replaced. It was also reported that the device may have indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product : 4076 implantable pacing lead (B)(6) 2008. (B)(4).